Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6(patient code).

Manufacturer narrative:
Returned device was received in decent physical condition. However, the top case was cracked and chipped by the front left bottom corner and there was visible contamination by the a/c cord clamp. During the evaluation of the device, the issue was replicated on power up of the pump. It was found that reprogramming from the base unit (bottom interconnect board) to the top unit (main board) was incomplete. The cause was determined to be the customer downloading software (B)(4) but did not complete the upload process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system configuration failure. There were no reported adverse events.